Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s hospitalization for peritonitis. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Based on the information available, the patient¿s peritonitis can be reasonably associated with touch contamination, as reported by the pd nurse. Touch contamination is also a well-documented risk factor for peritonitis in pd patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on peritoneal dialysis (pd) had experienced peritonitis. There were no reported issues with any fresenius device or product that caused the peritonitis event. During additional follow-up, a pd nurse familiar with the patient reported that on (B)(6) 2020, the patient had a pd culture obtained in the home therapy clinic, which yielded an elevated white blood cell count (result not provided) and no organism growth. Per the nurse, the patient is being treated with vancomycin (dose not provided) and ceftazidime 2 grams intraperitoneal (ip) on an outpatient basis. The patient is reportedly is recovering from the event. The nurse stated the patient did not have any fluid leaks or any issue with fresenius device or product in relation to the peritonitis event. The nurse stated the peritonitis was caused by touch contamination during the pd exchange. Per the nurse, the patient has received infection control re-education. The patient reportedly continues pd treatment with the same cycler without any issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.